Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan with the sensor when compared to a competitor meter. The customer further reported being hyperglycemic and a reading of 439 mg/dl was obtained from an unspecified device. The customer experienced symptoms of tremors, disorientation, and a loss of consciousness and was unable to self-treat, requiring treatment of water from their spouse. No further information was provided. There was no report of death or permanent injury associated with this event.